Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 135 mm. Vessel tortuosity and aneurysm morphology are unknown. The pt's access arteries were reported to be very small. The pt has a history of chronic obstructive pulmonary disease and hypertension. It was reported that the stent graft was pulled down while retracting the runners; therefore, an aortic cuff was placed to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.